Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported angioedema and the treating doctor reported that the event was life threatening to the patient while an invisalign product was being used.

Event description:
The patient reported symptoms of angioedema, constricted airway, difficulty breathing, blisters, soreness, redness, and irritation of the tongue and lips, sensation of throat closing and swollen lips. The patient reported visiting the emergency room due to the reported symptoms. The patient reported being prescribed polaramine (antihistamine) and prednisone (anti-inflammatory) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently getting better. The treating doctor reported that the event was caused by the aligners and was life threatening to the patient.